Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft kink was able to be confirmed. The reported difficulty to remove was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. It should be noted that the xience prime long length everolimus eluting coronary stent system electronic instructions for use states: note: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% restenosed lesion with heavy tortuosity and mild calcification in the distal right coronary artery. A 2.50x38 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion and was unable to cross due to anatomy. After several attempts to cross force was applied and the distal shaft kinked (inside the patient). Resistance was noted during removal with either the vessel or with other devices. A non-abbott stent was used to successfully complete the procedure. No other device issues or procedure issues noted was noted. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.